Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's ins was burning in her back. The caller stated that this issue occurred whether she was charging or not, and she felt it burning even more when she was riding in the car. Caller states she has been picking up a (B)(6) man so that could be related (her father was in hospice care and she had to lift him). No further allegations/complications were reported. Omitted information reported in pe (B)(4), 375 antenna error code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the circumstances that led to the implantable neurostimulator (ins) burning the patient's back was that the battery charger was overheating and there was an error code, which the patient can't recall the code. The patient stated that a new charger was sent, which was the steps taken to resolve the issue. At the time of this report, the patient noted the issue of the ins burning on their back was resolved. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For date received by MFR follow up number 001<(>&<)> 002 was 10/15/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
For date received by MFR correction regarding follow up number 001<(>&<)> 002.